Event description:
The customer alleges that the plunger of the lor syringe wasn't water tight within the syringe causing a liquid leak. No report of a patient injury.

Manufacturer narrative:
(B)(4). Additional evaluation: the customer returned one plastic lor syringe for investigation. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed and no leaks were found. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. A device history record (DHR) review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample. Although this particular complaint was not confirmed, the supplier was contacted as a result of an increase in complaints for syringe part kz-05501-002. The supplier was provided with allegedly defective samples from previous complaints. The defect could not be confirmed. However, as a corrective/preventative action the supplier agreed to increase the minimum od specification effective immediately. This change will affect product received by arrow beginning 05-may-2015.

Event description:
The customer alleges that the plunger of the lor syringe wasn't water tight within the syringe causing a liquid leak. No report of a patient injury.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.